Event description:
It was reported that a patient was treated using a potenza device with an expired treatment tip. The tip was manufactured on july 29, 2021, and it has a sterilization date of two years. No patient injury or adverse event was reported. Upon inspection following the treatment, the provider identified a discrepancy between the tip packaging and the device-registered tip. The packaging indicated an I-16 tip; however, the device had registered an I-46 tip at the time of use. At this time, there is no evidence of patient injury or device malfunction. It is undetermined how the user obtained the expired tip. A follow-up assessment will be submitted when we have additional information. This event is reportable under FDA medical device reporting requirements (21 cfr part 803), as it involves a user error and/or a potential labelling issue.